Manufacturer narrative:
Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately 16 years ago, the patient underwent a surgery in which a titanium rod was implanted. Post-op, the patient complained of experiencing severe pain. On an unknown date, the patient underwent x-rays, which showed the rod to be broken.